Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r , 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that patient's ipg was unable to communicate with the external devices. The patient charged the ipg two weeks previously. The issue was confirmed by the abbott representative. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was explanted and replaced with a different ipg model.